Manufacturer narrative:
Product event summary: the controller and one battery were returned for evaluation. The second battery was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Failure analysis of the controller revealed that the device passed functional testing. Visual inspection of the controller revealed contamination within power ports one and two, likely due to the handling of the device. Visual inspection under 10x magnification also revealed hairline cracks around power port one. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files did not reveal any premature power switching events within the analyzed period and analysis of the alarm log files did not reveal any power disconnect alarms. As a result, the reported power switching and power disconnect alarm events could not be confirmed. However, review of the data log file revealed multiple instances involving battery one where the battery's relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. These communication errors are likely related to the reported power disconnects. Additionally, analysis of the alarm log files revealed several critical battery alarms due to communication errors involving battery one and battery two. As a result, the reported critical battery alarm and communication error events were confirmed. A power source lubrication procedure was performed on the batteries on (B)(6) 2018. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the communication errors can be attributed to momentary disconnections/contamination on the communication pins of the controller , the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Additional products: d4: serial #: (B)(6), h3: yes, h6: FDA method code(s): 10, 4112, h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 4307, additional products: d4: serial #:(B)(6), h3: yes, h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-may-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: yes, return date: 08-08-2019. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 12-may-2019. Labeled for single use: no. (B)(4). Additional products: heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-may-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-may-2019. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that routine log file was requested to evaluated possible battery issues versus ventricular assist device (vad) stop. After routine log file review, it was indicated that the battery had a communication error and three inappropriate critical battery alarms and seven power disconnected alarm. A second battery also experienced critical battery alarm on the controller¿s power port two, while the battery was fully charged. It was further stated that the controller and battery one experienced power switching. The controller and one battery were exchanged, the second battery remains in use. No patient complications have been reported as a result of this event.